Event description:
It was reported that the customer experienced an occlusion alarm, which caused their blood glucose level to display as "high", a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed the infusion set and cartridge, subsequently resuming insulin to resolve the issue.